Manufacturer narrative:
The insulin pump passed the displacement test. The pump alarmed motor error alarm during basic occlusion test due to loose support disk. The motor was tested outside of the device and passed. The pump was unable to verify motor alarm in the alarm history due to history file overwritten with history alarms. The pump was received with history alarms due to a corrupted history file. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that his pump has broken down 7 times since the revel series. The customer stated that he got the alert last night while he was driving in his car. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.